Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Item to be returned to manufacturer. Upon receipt of component and completion of evaluation, a follow-up report will be sent to the FDA. This report filed on (B)(4), 2011.

Event description:
It was reported that patient underwent primary knee procedure on (B)(6), 2010. Patient underwent revision surgery on (B)(6), 2011 due to possible infection and loosening of the tibial component. No further complications have been reported.